Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was not impacted. For the past occlusion alarms, the customer cleared the alarm and resume insulin deliveries. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the cannula. Reportedly, the customer wears their pump against their skin possibly leading to abrupt temperature changes to the pump. Tandem technical support shipped the customer a case for the pump to prevent temperature changes.